Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the cause of and frequency of falls has not been determined, to their knowledge, nor have they been resolved, to their knowledge. The rep has not spoken to the doctor about this event since the day of procedure. The ins is still implanted at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that patient has had worsening symptoms for the past 3-4 months. The caller indicated that the patient's husband reported that the patient did not have any falls, but the neurologists' notes indicated that the patient has had falls. Caller also stated the patient had a chiropractor visit/neck manipulation at some point, but they believed that was prior to the (B)(6) 2018 office visit but they couldn't confirm that. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the worsening symptoms and falls was due to sub-optimal dosing/adjustment. Actions/interventions included an adjustment of the ins. The patient is improving.